Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia also insulin pump received critical pump error alarm. The customer blood glucose level was 450 mg/dl. Customer was treated with manual injection. Customer stated insulin pump received critical pump error after pump was exposed to water. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.